Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diseased mucous membrane, complication in site preparation (bone too soft ), inadequate bone quality/quantity.